Event description:
It was reported via repair work order that the calf support was loose and would not lock in place due to damaged calf support handle. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.